Event description:
It was reported that the patient presented remotely for a pause episode via a merlin.net device transmission. It was discovered that the episode was falsely triggered due to intermittent r-wave under-sensing, possibly due to patient positional changes. No intervention took place at the time and the patient would continue to be monitored. There were no patient consequences.